Event description:
It was reported that the drape had a tear in the plastic. Where the basin and the plastic are supposed to be sealed together, there is a separation. It looks like maybe the bowl was pushed on too hard and tore the plastic. No patient injuries, infections or complications were reported.